Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation when the capture management feature of the device was running. Interrogation revealed low bipolar impedance. The patient had a ventricular threshold warning as the thresholds were high. A lead replacement was being planned. No patient complications have been reported as a result of this event.